Event description:
The service repair technician reported that during routine testing of the device at the service center, the tube clamp assembly for the roller pump did not function to specifications. There as no pt involvement.

Manufacturer narrative:
The complaint is confirmed by the in-house service repair technician (srt). The release lever was not functioning properly; it was jamming. Replaced tube clamp assembly with new and also replaced magnetic detent as a precaution. The unit operated to manufacturer specifications. If additional info becomes available on this complaint that would alter the facts and/or conclusions, a supplemental report will be filed accordingly.